Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 366 mg/dl, 278 mg/dl, 275 mg/dl and 95 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B) (4). The customer's product has returned and an investigation is in process. A follow-up report will be filed once investigation results are available.